Manufacturer narrative:
Section a5 and a6: unknown, information was requested but not provided. Section b3: date of event: unknown/ not provided, but the best estimate date is between 04/08/2025 and 05/06/2025. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of records related to the device including labeling and complaint trending will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the event; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's left eye due to mechanical complications. The procedure was completed successfully using an iol of the same model, but lower diopter (15.5d). No medical or surgical interventions such as vitrectomy, incision enlargement or sutures required, and no patient injury reported. The patient outcome is good. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: jun 27, 2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: the lens was received for evaluation. Visual inspection under magnification was performed on the suspect product and found the lens was cut in half and coated in viscoelastic residue. The lens was cleaned and inspected and revealing that the lens was damaged with a piece of the lens along the cut missing. No further issues were observed. No further evaluation was performed. No issues were found during the product evaluation that could cause or contribute to the reported complaints, and the observed issues could not be linked to the manufacturing or design process. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.